Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the air/water was leaking from the instrument/suction channel, on the evis lucera elite gastrointestinal videoscope. During evaluation of the device, it was determined that a foreign object is in the nozzle. There were no reports of patient harm associate with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer allegation was not confirmed. Additionally, the device evaluation identified, forceps channel has pinhole/angle wires were stretched/adhesive on rubber has a chip, carack and white-clouded area/debris/switch button 1 (sw) has a scratch/cover is burnt and lastly insertion section is broken. The root cause could not be determined. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.